Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Customer reported their librelink application was missing high and low glucose alarms. Extended investigation did not identify any issues with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a notice of läkemedelsverket adverse incident report submitted on behalf of an adc freestyle libre 2 user which contained the following: an alarm issue was reported with the use of sensor. It was reported that the customer's glucose went below the set limit, however the low glucose alarm did not sound and customer experienced hypoglycemia. Customer "did not wake up" and was treated with glucagon by family member. Ambulance was called, however customer could recover. No further treatment was provided. There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care received a notice of (B)(6) adverse incident report submitted on behalf of an adc freestyle libre 2 user which contained the following: an alarm issue was reported with the use of sensor. It was reported that the customer's glucose went below the set limit, however the low glucose alarm did not sound and customer experienced hypoglycemia. Customer "did not wake up" and was treated with glucagon by family member. Ambulance was called, however customer could recover. No further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.